Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed along the cartridge tubing on multiple, intermittent occurrences. The customer's blood glucose levels ranged from 200 (mg/dl) to 300 (mg/dl). Reportedly, the customer continued using the pump for insulin therapy. Tandem technical support educated customer regarding cartridge labeling instructions.